Manufacturer narrative:
(B)(4). Lockout. The analysis results found that device (a) was received empty. Further evaluation found that the tip of the advancer was protruding. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the device was empty and the feeder shoe tab was noted bent; which denotes that the lockout was fired through. A possible cause of the found condition of the advancer is once the device was fired through lockout, the feeder shoe tang overrides the feed bar pocket and the feeder shoe tang got damaged pushing the advancer forward. Please note the device contains a last clip feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The analysis results found that the device (b) was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Please note that this condition is unrelated with the incident reported. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Jaw/cam.

Event description:
It was reported that during an inguinal hernia procedure, two devices locked out and would not fire. There were no patient consequences. Case completed with another device of the same product code.